Event description:
The customer called to report that they had refilled and changed out the infusion set without disconnecting it from their body. As a result they inadvertently received approximately 170 units of insulin. Customer was advised to drink some fruit juice while family member drives them to the hosp. Medtronic was later notified the customer is in the emergency room and bgs are fine. Instructed customer to call back for assistance with next set change.